Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit, and reported that the transducer was within calibration limits, fault intermittent. To fix the issue, the fse replaced the drive assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(4). (B)(6).

Event description:
It was reported by the clinical nurse coordinator for the operating room that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had an "electrical test failure # 52". There was no patient involvement, and there was no adverse event reported.